Manufacturer narrative:
Two balloon loss of pressure were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1328701) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00436 for the first device.

Event description:
The following information was reported by aci sales representative; balloon ruptured from 2 devices due to scar tissue of calcification, angioseal deployed with no issues. The patient was no hospitalized. Stick location: center of femoral head. Vessel size: 7mm.